Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received and the patient said the infection happened after he had a new lead implanted. Patient was unable to recall when the lead was placed. Review of manufacturer¿s device registration system indicates patient had a lead implanted on (B)(6) 2012.

Manufacturer narrative:
Date of event is estimated, exact explant date is unknown. Further information was requested but unable to obtain. The investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an explant in (B)(6) 2015 (exact explant date unknown) due to staph infection.